Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A registered nurse on behalf of the facility reported that the lens was defective. There was no patient contact. Additional information has been requested.